Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/29/2017, that on (B)(6) 2017, that the receiver displayed a blood glucose (bg) value of 1 mg/dl and the graph displayed a bg value around 150 mg/dl. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A charge and boot was performed and the receiver passed. A functional test was performed and the receiver passed all relevant tests. The receiver log ws downloaded and the receiver download contained no issues related to the complaint. The receiver was paired to a known good transmitter and the readings were normal after calibrations were entered. The reported event was not confirmed via product. The probable cause could not be determined.